Event description:
The report received from the clinical events committee (cec) for the cypress indicated that the patient had a peri-procedural pci event, classified as an mi. Two vessels were treated during the index in a staged procedure. Pci was first performed on a 90% de novo lesion in the mid lad of 40mm in length in a 2.5mm vessel diameter. The lesion was classified as type b1. A 2.25x23mm cypher stent was deployed at 18 atm by direct stenting followed by a 2.5x28mm cypher also at 18 atm because the initial stent did not fully cover the lesion proximal to and abutting the previous stent. Post-dilation was performed with a 2.25x12mm balloon at 8 atm as a standard practice. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure. Pci was performed next on de novo lesion in the proximal circumflex of 20mm in length in a 2.5mm vessel diameter. A 2.5x24mm non cypher des was deployed and the reason treated was "standard of care." Post-dilation was performed with a 3.0x8mm balloon at 24 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded post-procedure. There were no procedural complications and the patient was discharged on the following day.

Manufacturer narrative:
A 2.5x28mm cypher stent , 2.5x24mm non cypher des, 2.25x12mm balloon and 3.0x8mm balloon . This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2012-00176 and 3003742446-2012-00177.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. Two vessels were treated during the index in a staged procedure. Pci was first performed on a 90% de novo lesion in the mid lad of 40mm in length in a 2.5mm vessel diameter. The lesion was classified as type b1. A 2.25x23mm cypher stent was deployed at 18 atm by direct stenting followed by a 2.5x28mm cypher also at 18 atm because the initial stent did not fully cover the lesion proximal to and abutting the previous stent. Post-dilation was performed with a 2.25x12mm balloon at 8 atm as a standard practice. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure. Pci was performed next on de novo lesion in the proximal circumflex of 20mm in length in a 2.5mm vessel diameter. A 2.5x24mm non cypher des was deployed and the reason treated was "standard of care." Post-dilation was performed with a 3.0x8mm balloon at 24 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded post-procedure. There were no procedural complications and the patient was discharged on the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2012-00176 and 3003742446-2012-00177.